Event description:
Reporter indicated that device was explanted due to lack of efficacy. Product has not been returned for analysis and no device diagnostic test results are available. Good faith attempts to collect more info ruling out device malfunction have been unsuccessful to date.